Event description:
It was reported that the electrogram showed an episode of undersensing of pre-ventricular contractions and noise. Some oversensing was also noted. The patient is connected to a bypass machine and may be getting noise from that. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: aexch282840, stent graft, (B)(6) 2009; iexch202055, stent graft, (B)(6) 2009; iexch162085, stent graft, (B)(6) 2009; ilxch161685, stent graft, (B)(6) 2009; ilxch1824115, stent graft, (B)(6) 2009. (B)(4).